Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of episodes of sinus bradycardia and near syncope. The right atrial (ra) lead exhibited oversensing of noise, which resulted in under pacing and the device inappropriately recording episodes of atrial high rates. The lead was capped and replaced. No patient complications have been reported as a result of this event.